Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Two devices were received for evaluation. The event was not confirmed during testing with the 2 devices; however, the devices were found to be out of specification. One device was found to be affected by a damaged component. One device was found to be affected by corrosion. One device was not available to stryker for evaluation. The device is not repairable and was not returned to the user facility. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device ran without user activation. Three reported events had no patient involvement; no patient impact.